Event description:
Approx five days after an episiotomy, the pt's wound opened because the sutures broke. It was noted that the pt's hospital stay was extended for sixteen days because the pt was anemic.